Event description:
It was reported that a shaft break occurred. A 2.25 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for use during a percutaneous transluminal coronary angioplasty (ptca). During the procedure, while attempting to deliver the agent dcb to the lesion site, the shaft broke. The device was removed from patient, and the procedure was successfully completed with another of the same device. There were no patient complications, and the patient was in good condition and fully recovered after the procedure.